Event description:
It was reported that the balloon failed to deflate. The patient with coronary arteries atherosclerosis. A wolverine coronary cutting balloon was selected for percutaneous coronary intervention (pci). During withdrawal, it was noted that the balloon failed to deflate following use in the coronary artery and could not passage through the non-boston scientific guiding catheter. Multiple deflation attempts were made over 15 seconds, but none were successful. As a result, it was necessary to remove the entire catheter system with the balloon still inside. The procedure was completed with a non-boston scientific balloon and the were no patient complications reported. Previously it was reported that the balloon failed to deflate. However, additional information has been received that the actual issue occurred was the wolverine failed to exit the guide catheter into the artery.

Event description:
It was reported that the balloon failed to deflate. The patient with coronary arteries atherosclerosis. A wolverine coronary cutting balloon was selected for percutaneous coronary intervention (pci). During withdrawal, it was noted that the balloon failed to deflate following use in the coronary artery and could not passage through the non-boston scientific guiding catheter. Multiple deflation attempts were made over 15 seconds, but none were successful. As a result, it was necessary to remove the entire catheter system with the balloon still inside. The procedure was completed with a non-boston scientific balloon and the were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: a 10 mm x 2.75 mm wolverine coronary cutting balloon device was returned for analysis. Visual, tactile, microscopic, device-to-device interaction functional analysis was performed on the device. Visual inspection showed one blade and pad lifted from the balloon material, with the balloon folds remaining tightly folded. A kink was noted on the hypotube shaft 206 mm distal to the strain relief. A detailed microscopic examination of the balloon material identified a tear in the mid-section of the balloon; underneath the lifted pad/blade. The balloon folds were tightly folded and were not subjected to positive pressure. Microscopic examination of the blade segments showed multiple defects: blade 1 had a 3 mm portion missing from its proximal section, with the mid-section and pad lifted from the balloon; blade 2 also had a 3 mm proximal portion missing; and blade 3 showed a bent proximal segment that had separated from its blade segment, although all blades remained attached to the pad and balloon. The shaft polymer extrusion showed no damage, the tip showed no signs of tip damage, and the proximal markerband was flattened while the distal markerband showed no abnormalities. The device could not be loaded onto a 0.014' test guidewire or a 5f guide catheter due to the flattened markerband and balloon tear. Negative pressure cannot be applied to the device due to the balloon tear. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon failed to deflate. The patient with coronary arteries atherosclerosis. A wolverine coronary cutting balloon was selected for percutaneous coronary intervention (pci). During withdrawal, it was noted that the balloon failed to deflate following use in the coronary artery and could not passage through the non-boston scientific guiding catheter. Multiple deflation attempts were made over 15 seconds, but none were successful. As a result, it was necessary to remove the entire catheter system with the balloon still inside. The procedure was completed with a non-boston scientific balloon and the were no patient complications reported. Previously it was reported that the balloon failed to deflate. However, additional information has been received that the actual issue occurred was the wolverine failed to exit the guide catheter into the artery.